Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited noise on the right ventricular (rv) channel which was oversensed resulting in inappropriate pacing inhibition. It was noted that the results of isometric, coughing and valsalva maneuver testing were negative for pacing inhibition. The healthcare provider (hcp) contacted boston scientific technical services (ts) for recommendations with regards to decreasing rv sensing programming due to the noise. Ts indicated that this would necessitate defibrillation threshold (dft) testing at the new sensing settings. The hcp indicated they would confer with the physician for their directions. The device remains in-service. No additional adverse patient effects were reported. Additional information was received that this ICD device was exhibiting many pacemaker-mediated tachycardia (pmt) episodes. Ts indicated the pmt episodes appear to be tracking and noted there were also some atrial tachy response (atr) episodes due to possible farfield r-wave oversensing. The device remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited noise on the right ventricular (rv) channel which was oversensed resulting in inappropriate pacing inhibition. It was noted that the results of isometric, coughing and valsalva maneuver testing were negative for pacing inhibition. The healthcare provider (hcp) contacted boston scientific technical services (ts) for recommendations with regards to decreasing rv sensing programming due to the noise. Ts indicated that this would necessitate defibrillation threshold (dft) testing at the new sensing settings. The hcp indicated they would confer with the physician for their directions. The device remains in-service. No additional adverse patient effects were reported.